Manufacturer narrative:
With information received the root cause could not be determined conclusively. Most likely root cause could be patient movement. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An administrator reported loss of suction occurred half way through a lasik corneal flap creation. Reporter indicated there was no attempt to lift the flap, and the procedure was aborted. No report of patient harm.